Manufacturer narrative:
The country of origin is (B)(6). It was noted that the clotting time was not sufficient for the sample type. The most recent qc and calibration test had acceptable results.

Event description:
The initial reporter received false low elecsys hcg + beta test system results, for 2 patients, from the cobas e 411 immunoassay disk analyzer. Patient 1: the initial result was 208.6 miu/ml with a data flag and the second result was 10000> miu/ml with a data flag. The third rerun result was 15835 miu/ml (dilution 1:100) with a data flag. Patient 2: on (B)(6) 2019 the initial result was 0.100 < miu/ml with a data flag and on (B)(6) 2019 the rerun result was 658.9 miu/ml with a data flag. The questionable results were reported outside the laboratory. The reagent lot number was 38562701 with an expiration date of 31-may-2019.

Manufacturer narrative:
Analyzer performance testing passed. The investigation did not identify a product problem. The cause of the event could not be determined.